Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: the strap25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually. The device fired 2 straps at once, two times and then it fired 11 straps. The instrument was disassembled; upon disassembly, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2018 and absorbable straps were used. During the procedure, the fixation straps did not hold in fascia after being fired in to the mesh. Another like device was used to complete the procedure. There were no adverse patient consequences reported.